Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not pass a volume test. The device was programmed to deliver 5ml at a flow rate of 40ml and 5ml dose. Additional information from the reporter stated the dose was 4.663 and resulted in a multiplication of 4, the value should have been between 19-21ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported failed volume test which was reproduced during evaluation. The cause was determined to be under deliver during flow rate testing. The pressure plates were adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.